Event description:
It was reported to philips that when switching on the system, the flexvision monitor has problems starting up. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system flexvision monitor had problem with start-up. This issue was already being addressed by a philips service engineer, as the customer had previously reported a problem with starting up (reported complaint pr (B)(4) ). The philips field service engineer (fse) inspected the system onsite and confirmed that when switching on the equipment there were problems with the start-up of the flex vision screen (floating screen inside). Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to video card failure in suite pc. To resolve the issue, fse replaced the video card from the new suite pc to the original suite pc and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.